Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right essure has perforated and migrated. Adhering my tube to intestine'), embedded device ('my left side is starting to poke through') and endometrial ablation ('ablation 2 weeks post essure insertion.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In may 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the fallopian tube perforation, embedded device, endometrial ablation and pelvic pain outcome was unknown. The reporter considered embedded device, endometrial ablation, fallopian tube perforation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: case was upgraded to serious incident. Reporter added. Event my right essure has perforated and migrated. Adhering my tube to intestine was added. On 23-mar-2020: social media content received: reporter added. Essure removal surgery added. On 23-mar-2020: new reporter, date of implant of essure were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.